Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were present at that time. Patient was asymptomatic. The lead was to be monitored. One week later during follow up, device interrogation revealed several episodes of lead noise which resulted in ventricular pacing pauses. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead with the lead tip measuring 55.1cm was returned for analysis. External insulation abrasions were found at 10.5-11.4cm, 11.0-11.9cm and 12.4-13.5cm from the distal tip consistent with lead friction to another device. The etfe coating was intact at these locations.